Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, non sustained lead noise due to post-paced t wave oversensing was observed. Inappropriate ams episodes due to far r oversensing were also noted. Programming changes were made. Patient was asymptomatic and condition was good.